Manufacturer narrative:
Submitted 08/13/2015 as follow-up #1: a review of the complaint record indicated that this was a training/misuse issue involving the insulin on board reading, not a meter error as previously reported.

Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the insulin on board function was not appearing on the meter. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.